Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were noted on the right atrial lead. Provocative testing was performed and the lead noise was not reproduced. An x-ray was performed and no anomalies were observed. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.